Event description:
A pt was being implanted with a gore propaten vascular graft configured for pediatric shunt in a blalock-taussig-shunt application. It was reported to gore that a few minutes after implant the shunt occluded. After opening the clamp on the native vessel, the shunt occluded. The pt was put on extracorporeal circulation. The pt is now doing fine.

Manufacturer narrative:
A review of the mfg records, an engineering eval and a histological eval are currently in process.